Manufacturer narrative:
History of chronic pseudomonas driveline infection is captured under MFR. Report #s 2916596-2020-03023, 2916596-2021-06372, 2916596-2021-03896, 2916596-2021-03897, 2916596-2021-05967, 2916596-2021-06030, 2916596-2021-05933, and 2916596-2021-03440. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (infection, sepsis, and bleeding) cannot be conclusively determined through this investigation. He patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until it was explanted (2916596-2021-03440). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on 01nov2017. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists infection, sepsis, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 list infection as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides information regarding the recommended anticoagulation therapy and international normalized ratio range. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to relapse bacteremia caused by an exacerbation of their chronic pseudomonas driveline infection. Imaging did not reveal any drainage and surgery was ruled out. A fluctuant area in the sub-xiphoid was biopsied and deemed to be a sterile hematoma. Intravenous antibiotics were started and blood cultures were clear following treatment. A course of zosyn and oral ciprofloxacin were ordered and oral vancomycin was ordered due to clostridioides difficile infiltration.